Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms during the night. Customer replaced cartridge and was consistently able to resume insulin delivery upon alarm dismissal. There was no impact to the customer's blood glucose level.